Manufacturer narrative:
Steris offered to conduct in-service training however the user facility declined.

Event description:
The user facility reported that at the end of a patient procedure the doctor observed smoke and a small flame coming from the table ac power cord. The doctor disconnected the table's ac power cord from the table's ac socket by kicking it and extinguished the flame immediately by stepping on it. The procedure was completed successfully with no delay. No injuries were reported to hospital staff or patient.

Manufacturer narrative:
A steris service technician inspected the table and found that the end of the ac power cord that connects to the table's ac socket was melted, that the power cord's strain relief was broken, and that the electrical prongs within the table's ac socket were bent and corroded. The technician also observed that the user facility does not use power cord clips to protect and properly route power cords along table base covers, but instead observed that the user facility connects the power cord to the facility's ac power receptacle by bending the power cord back at a 180 degree angle. The technician replaced the ac power cord and secured it with a power cord clip, replaced the ac socket plate, tested the table, and placed it back into service; no further issues have been reported with the table. Steris engineering evaluated the damaged ac power cord and ac socket plate and found evidence of fluid intrusion between the ac socket supply and ground prongs, which created an electrical arcing condition, causing the end of the power cord to melt due to heat. The surgical table is not under steris service contract and is currently maintained by the facility's biomedical department. The operator manual on pp 6-2 states "check all cables for damage or fraying six times per year". Steris has offered in-service on proper preventive maintenance procedures for this table and is awaiting a response.